Event description:
A report was received from an end-user that a pt experienced an injury during use of a universal drape. The tape from the drape adhered to the pt's skin and would not release. When the drape was removed from the pt, a skin injury was noted. Burns and tears to the skin occurred as a result of the drape being removed. Medical intervention consisted of use of silvadine. Post-operatively, the pt's condition deteriorated and subsequently expired. End user stated, death was not related to the drape incident. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
Product was not returned for eval, and lot number was not identified for device history record review. The investigation was based on the incident reported and photos provided by the customer. Investigation determined the drape appeared to be made according to specifications,. MFR is not aware of any issues related to the adhesive tape supplier. Info fro this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigations.